Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The surgeon and the facility have stated that the MRI machine is new, and expressed that they believe the most likely root cause for the reported issue is the newness of the device; possibly power setting adjustments or general tweaking of the machine was necessary. The surgeon has had the same protocol for several years and has never had a patient undergo a similar negative experience with the use of mris for post-op follow-ups to repairs in which mitek metal anchors were used. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a sales rep and also the customer that a patient had a successful biceps tendonitis procedure with a mitek gii quickanchor plus on (B)(6) 2011. The doctor had the patient undergo a follow-up MRI, and subsequently, the patient reportedly experienced extreme heating sensation in the area of the repair/anchor. The rep stated that the surgeon told him that he had been using metal anchors and had been sending patients for MRI follow-ups for several years now without any such reactions; however, the surgeon said that this was a brand new MRI machine and was or may be more powerful. The customer requested MRI compatibility information for the mitek product used in the procedure.